Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the applicator zip fix locks were not working properly and resulted in a 15 minute delay of surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the returned ¿second generation¿ instrument shows no marks on its moving parts, which indicates a very limited use of the device. No screws are loose or missing. No other damages have been identified on the device. The visual inspection and design evaluation on this second generation instrument of lot number: 8612715 was preformed. No damaged or functional issue could be identified. The performed handling test by product development with the returned instrument and three implants showed no functional deficiencies on the instrument. There is no functional or design related issues identified on the returned instrument. Therefore, this complaint is closed by product development as invalid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.